Event description:
Customer reported that on (B)(6) 2015 at 8:00 am she checked her glucose using her adc blood glucose meter and received a reading of 275 mg/dl, which was higher than she felt. Customer further reported feeling "tired, weak and lightheaded". Paramedics were called and transported her to a local healthcare facility. Customer was unable to report what diagnosis she was given, but noted she was reportedly treated with "saline solution glucose administered through IV". Customer also noted she was prescribed new medications, "metformin and glimepiride 5 mg". Customer was reportedly admitted to the hospital. Multiple, unsuccessful, attempts to contact customer have been made to clarify treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.